Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. The instrument was tested on an in-house system and successfully passed the recognition and engagement tests. It demonstrated intuitive movement with a full range of motion in all directions. The monopolar energy cord was connected to an in-house erbe generator and was properly recognized as an energy device. The instrument passed energy delivery testing in various grip orientations, as well as the electrical continuity test. Overall, the instrument was fully functional, and no product-related issues were identified. Based on the investigation results, the customer-reported issues may be attributed to factors unrelated to the product. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the permanent cautery hook instrument started smoking on the plastic parts. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, but no damage or anything out of the ordinary was found. The thermal damage was noticed during use as part of the operation. The surgeon believes that experience has shown that the output was too high, and intermediate cleaning may be too low. The instrument did not collide with an energy instrument during the procedure. No arcing was observed during the procedure. There were no injuries to the patient. The procedure has not been photo-documented or recorded.